Event description:
Spontaneous communication. Patient's daughter reported a "no disposable, pump wont run" error occurred on (B)(6) 2022 and (B)(6) 2022. This error did occur on the same pump, but serial number is unknown at the time of the call. She spoke with patient's cnss nurse at the time of errors occurring who informed her this was most likely a cassette malfunction. Patient was able to change the cassette and resume infusions with no issues. Patient's daughter did mention she also switched to the back up pump in addition to changing the cassette. She reported change was able to occur/infusion resumed after 6-7 minutes. The lot number/expiration date was not documented. Offered cnss evaluation which was rejected. Even though pump was switched during alarm/cassette change, she has used the pump that originally alarmed when next rotation/cassette change was due without issue with pump, therefore submitting only for cassette complaint. Pump return tracking information is not applicable to event. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered rate are unknown. Position of pump when event occurred is unknown. No additional information is available at this time. Did the reported product fault occur while in use with the patient? - yes. Did the product issue cause or contribute to patient or clinical injury? ¿ no. Is the actual product available for investigation? ¿ no. Did we replace the product? ¿ yes. Did the patient have a backup product they were able to switch to? ¿ yes. Was the patient able to successfully continue their therapy? ¿ yes. Is the therapy life-sustaining? Yes. Reported to cvs/caremark by: patient/caregiver